Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the implanted articular surface dislocated postoperatively and the patient underwent a revision procedure to replace the dislocated implant approximately 23 days later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42522100410 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 65280730. 42532006702 - tibia cemented 5 degree stemmed right size d - 65283312. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00135.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3 upon receipt of additional information, it has been determined this zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined this zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.